Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level of 27 mmol/l. The customer was treated with manual injection and insulin pump. Customer was not calling back to perform high-pressure test. Customer did not allege insulin pump was under delivering. The customer was advised to monitor her blood glucose and call her health care professional if her blood glucose was still going high. The insulin pump will not be returned for analysis.